Manufacturer narrative:
(B)(4).

Event description:
It was reported that; "the cath-gard was locked when opening the package, normally it was not locked. The user did not notice that until he/she tried to advance a swan-ganz catheter (non-teleflex product, make, model and size: unknown) into it several times. Then he/she unlocked the cath-gard, but the catheter was damaged because of several attempts to insert. Therefore , cath-gard was replaced with a new one to complete the procedure without problem. No injury to the patient occurred. No photo available."

Manufacturer narrative:
(B)(4) the report that the cath-gard damaged the inserted catheter could not be confirmed as the catheter was not returned for analysis. The customer returned one cath-gard for analysis. Visual and functional analysis revealed that the cath-gard proximal hub meets resistance when passing over an 8fr lab inventory swan-ganz catheter which potentially could have contributed to the reported event. A device history record review was performed, and no relevant findings were identified. Based on the investigation from this CAPA, the root cause of this issue is supplier related. Further investigation has been initiated under teleflex quality systems to evaluate this issue.

Event description:
It was reported that; "the cath-gard was locked when opening the package, normally it was not locked. The user did not notice that until he/she tried to advance a swan-ganz catheter (non-teleflex product, make, model and size: unknown) into it several times. Then he/she unlocked the cath-gard, but the catheter was damaged because of several attempts to insert. Therefore , cath-gard was replaced with a new one to complete the procedure without problem. No injury to the patient occurred. No photo available."